Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a cause for the reported inaccurate delivery. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosis in the mid left superficial femoral artery. The 6.0/40 mm absolute pro stent jumped about 1.5cm during deployment. There had been no issue during the deployment process. A non-abbott stent was used to treat the remaining part of the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.